Event description:
The field engineer reported that the system was displaying frame sync error messages. This error message would cause a loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera and high voltage cable were replaced. The system was then found to be operating as intended.